Event description:
It was reported that the day following the implant procedure, the right atrial (ra) lead and right ventricular (rv) lead exhibited dislodgement. The physician commented the "superior vena cava (svc) had tortuosity and it did not have sufficient slack and the lead might be pulled." The ra lead and rv lead were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.